Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported consecutive combi set blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking from cuts found on the ¿blood pump line segment[s]¿. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the machine, a fresenius 2008t, was alarming with ¿air detected¿ warnings and approximately one hour and twenty minutes into the treatment blood was observed leaking externally from the combi set bloodline. The fa confirmed that a cut (or tear) was identified on the bloodline, on ¿the segment where the material is thicker¿. The patient was using a fresenius optiflux 180nre dialyzer. The majority of the patient¿s blood was returned after the lines were clamped. The patient¿s estimated blood loss (ebl) was less than 100 ml. The patient was moved to a different machine and re-setup with new supplies. Approximately fifteen minutes into the restarted treatment, the new combi set began leaking from the same location. Upon further inspection, another cut/tear was found in the same spot on the bloodline. Minimal blood loss was reported as most of the patient¿s blood was once again returned. The ebl from the second blood leak event was also less than 100 ml, putting the patient's total ebl at less than 200 ml. The patient was moved to a third machine and re-setup with new supplies. The patient was able to complete their treatment without any further issues. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The machines in use did not require any repairs and were confirmed to be fully operational upon follow-up. The fa stated there had been no reoccurrences on the machines. The fa also confirmed that the machines were not suspected to have contributed to the reported events. Both combi sets that leaked were reportedly available to be returned for manufacturer evaluation. This report captures the second blood leak occurrence.

Manufacturer narrative:
Additional information: a1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported consecutive combi set blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking from cuts found on the ¿blood pump line segment[s]¿. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the machine, a fresenius 2008t, was alarming with ¿air detected¿ warnings and approximately one hour and twenty minutes into the treatment blood was observed leaking externally from the combi set bloodline. The fa confirmed that a cut (or tear) was identified on the bloodline, on ¿the segment where the material is thicker¿. The patient was using a fresenius optiflux 180nre dialyzer. The majority of the patient¿s blood was returned after the lines were clamped. The patient¿s estimated blood loss (ebl) was less than 100 ml. The patient was moved to a different machine and re-setup with new supplies. Approximately fifteen minutes into the restarted treatment, the new combi set began leaking from the same location. Upon further inspection, another cut/tear was found in the same spot on the bloodline. Minimal blood loss was reported as most of the patient¿s blood was once again returned. The ebl from the second blood leak event was also less than 100 ml, putting the patient's total ebl at less than 200 ml. The patient was moved to a third machine and re-setup with new supplies. The patient was able to complete their treatment without any further issues. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The machines in use did not require any repairs and were confirmed to be fully operational upon follow-up. The fa stated there had been no reoccurrences on the machines. The fa also confirmed that the machines were not suspected to have contributed to the reported events. Both combi sets that leaked were reportedly available to be returned for manufacturer evaluation. This report captures the second blood leak occurrence.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported consecutive combi set blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking from cuts found on the ¿blood pump line segment[s]¿. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the machine, a fresenius 2008t, was alarming with ¿air detected¿ warnings and approximately one hour and twenty minutes into the treatment blood was observed leaking externally from the combi set bloodline. The fa confirmed that a cut (or tear) was identified on the bloodline, on ¿the segment where the material is thicker¿. The patient was using a fresenius optiflux 180nre dialyzer. The majority of the patient¿s blood was returned after the lines were clamped. The patient¿s estimated blood loss (ebl) was less than 100 ml. The patient was moved to a different machine and re-setup with new supplies. Approximately fifteen minutes into the restarted treatment, the new combi set began leaking from the same location. Upon further inspection, another cut/tear was found in the same spot on the bloodline. Minimal blood loss was reported as most of the patient¿s blood was once again returned. The ebl from the second blood leak event was also less than 100 ml, putting the patient's total ebl at less than 200 ml. The patient was moved to a third machine and re-setup with new supplies. The patient was able to complete their treatment without any further issues. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The machines in use did not require any repairs and were confirmed to be fully operational upon follow-up. The fa stated there had been no reoccurrences on the machines. The fa also confirmed that the machines were not suspected to have contributed to the reported events. Both combi sets that leaked were reportedly available to be returned for manufacturer evaluation. This report captures the second blood leak occurrence.